Event description:
It was reported via phone call that the buttons on the insulin pump were not working. Customer stated the esc button was not working and the numbers on the device were scrolling up and down. Customer stated that when attempting to bolus the customer was unable to press act and esc and get a response. Customer's blood glucose reading at the time of the call was 137 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was also received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.